Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was high push force while advancing the s3ur valve through the 16fr esheath+. Per report, the s3ur valve would not advance through the strain relief of the esheath+. All the devices were removed as a unit and a second system prepped. The second s3ur was successfully implanted in the patient without difficulty. According to pre-decontamination observations of the returned devices, a strut of the s3ur valve punctured through the strain relief of the esheath+ during an attempt to advance the 29mm commander delivery system (with crimped valve) through the esheath+. Two bent s3ur valve struts were observed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The devices were returned for evaluation and revealed the 29mm commander delivery system (ds) was returned partially inserted through the 16fr esheath + with the crimped transcatheter heart valve (thv) stuck in the strain relief portion of esheath+. When attempting to advance the ds with crimped thv through the esheath+, the thv strut punctured through the strain relief. The ds and crimped thv were removed from the esheath+ and showed 2 bent valve struts. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery revealed tortuosity and calcification present in the patient's right access vessel. In this case, the complaints of inability to advance through sheath and punctured sheath were confirmed based on evaluation of the returned devices. Available information suggests that patient factors (tortuosity and calcification) seen in the provided 3mensio likely contributed to the inability to advance through sheath event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. In addition, available information suggests that procedural factors (high push force) likely contributed to the punctured sheath event. The valve may have been non-coaxially aligned within the sheath upon device return because of the procedure, which resulted in the high push force observed during testing. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.